Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture due to dislodgement. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.